Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Mother called on behalf of her daughter. She reported her daughter experienced the tampons falling apart upon removal and pieces remained inside. She experienced vaginal pain and swelling. Her daughter no longer had these symptoms, but occasionally little pieces of tampon came out of her.